Event description:
In 2007, a clinical incident involving a super multivac 50 arthrowand was reported to arthrocare corporation. During a synovectomy procedure of the knee, the tip of the device was reported to have detached and remained in the patient's knee. There is no plan to reoperate to remove the fragment. The patient is reported to be doing well. No injury was reported.

Manufacturer narrative:
The device was not returned for investigation. No conclusion can be made.